Manufacturer narrative:
Findings: unit received with high stop currents due to a faulty board. Unit passed error test. No error alarms noted. No blank display anomalies were noted. Unable to verify weak battery, battery out limit alarms or off no power alarms due to low battery life. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump had a blank display screen and battery out limit alarms. The customer's blood glucose level was unknown at the time of the incident. The parent was assisted with troubleshooting but the device alarmed weak battery after inserting new batteries in the device. The caller was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The caller sent the product back for analysis.